Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation. The patient was stable. Further information was requested but not received.